Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of an under-infusion was not confirmed during a review of the logs or during testing. Results from a review of the pump module event log identified a basic infusion programmed at 5:48:37 pm on (B)(6) 2020. The infusion then completed to kvo at 6:49:32 pm. A timed rate accuracy test performed on the returned pump module found the device in good working condition and delivering fluid within specification. The device was being used for treatment. Device inspection: pump module external and internal inspection noted the following observations: both iuis connectors were observed to be dull. All other possible replacement parts were observed to be bd parts. Bezel date code: november 2018. Root cause analysis: the root cause of the customer¿s complaint that when there was 400 ml still left to infuse was not determined. Testing demonstrated customer¿s pump module to be working as intended and in specification. Device history review: review of the pump module service history record showed the device had a manufacture date of 24sep2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 05oct2020 and indicated that this device has been previously returned for service. 01/10/2019 ¿ pm / calibration. 05/21/2019 ¿ lvp bezel post recall group 2 ¿ dom 2019 . Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that when 1000ml was programmed in an unknown infusion it stopped when there was 400 ml still left to infuse. No further information is available.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when 1000ml was programmed in an unknown infusion it stopped when there was 400 ml still left to infuse. No further information is available.